Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and two possis rate sensing leads may have experienced oversensing and inappropriate therapy. An invasive procedure was performed and the physician elected to replace the two rate sensing leads and the device. The two rate sensing leads (model 4320) were capped. The serial numbers are 015164 and 016312. The ICD was returned and testing found it to be in-specification.